Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in set), this system error occurred during dwell 2. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm and had the hp close clamps and cycle the power to clear both the system error 2240 and system error 2367. The tsr advised the hp to discard supplies and start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.